Event description:
It was reported that the customer experienced a lot bubbles. The customer stated that the bubbles were champagne-sized and half a centimeter. The customer's blood glucose was 207 mg/dl. The customer stated that he had been experiencing air bubbles in the infusion set since they started using the insulin pump. Troubleshooting was done. Advised to deliver a 5 unit fixed prime until the air bubbles were no longer visible. Instructed customer to tap the reservoir to gather the small bubbles into a large one. The customer confirmed that the air bubbles did not persist after an infusion set and reservoir change. Advised to monitor the issue and call back if the problem persisted. Advised that a replacement infusion set and reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.